Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with intermittent up and down button response due to corroded keypad traces. No ramping numbers or scrolling bar moving anomaly noted. All operating currents are within the specification, no unexpected low battery, off no power or battery out of limit alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked battery tube threads, missing address serial label and stained end cap sticker. No moisture damage inside pump noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, moisture damage, and battery out limit. The customer stated the numbers on their keypad were ramping. Customer's blood glucose was 176 mg/dl. The customer stated there was some condensation under the screen. Also the buttons were unresponsive. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.